Event description:
It was reported that during use the implantable pulse generator (ipg) encountered loss of function due to right ventricular (rv) lead failure to capture. An additional implantable pulse generator (ipg) was implanted on patient's left side. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead was capped and remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.